Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose, including hyperglycemia and a subsequent hypoglycemic event upon waking, while using a 23-inch, 6 mm infusion set; the agent guided the user through an infusion set change and insulin delivery resumed. Symptoms included hyperglycemia per cgm and hypoglycemia with a nadir of 44 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary blood glucose excursions outside the target range without medical intervention, hospitalization, or use of backup therapy. Investigation included customer technical support troubleshooting and education focused on infusion set replacement and verifying insulin delivery. Investigation of this case revealed that insulin delivery resumed after the infusion set change, and no device alarms or alerts were reported, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.